Event description:
Complication in site preparation (stress), no thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, peri-implantitis, mobility (B)(6) are same patient).